Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented for a lead revision. The new lead got stuck in the safesheath and was pulled back. The lead was bent in three different places and was not used. The patient was doing well and will continue to be monitored.